Event description:
Nasogastric tube inserted into patient. Chest x-ray done to confirm placement. Chest x-ray showed tube traversing the right lower lobe of lung and probably into the pleural space. Physician removed tube and pneumothorax developed. Chest tube was inserted and remained in patient for approximately 2 days. Patient recovered from incident without complications.